Event description:
Ous MDR - it was reported that several episodes with atrial and ventricular noise were stored. At follow up on (B)(6) 2013 no exceptional measurements and no significant changes in the values in comparison with the previous measurements were noted. Oversensing could not be reproduced. The patient denied the use of any electrical equipment at the time of the events. No adverse patient side effects were reported. All available information suggests this lead remains actively implanted.

Manufacturer narrative:
The leads under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular leads and the iegm image returned. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the analysis of the returned screenshot of an iegm, the clinical observation was confirmed. Noise was observed in the atrial and the ventricular channels. However, no conclusions concerning the root cause of the artefacts can be drawn from the available data. In summary, the leads were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of both leads. Based on the information available the root cause for the clinical observation could not be determined.